Event description:
On 6/24/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event requiring assistance to treat. The event occurred on 6/24/24. The user their son was at their healthcare provider's (hcp) office for a follow up visit. The user's bg was over 500 mg/dl upon arrival at the hcp office and was given a subcutaneous insulin injection by the office staff. The user's son is their caretaker, and the user is unable to troubleshoot or change supplies when necessary if their son is not present. Prior to the hcp visit the user was disconnected from the ilet, and the son believes they are doing so for extended periods. The cds assisted with a factory reset of the ilet per the hcp's request via phone. The user was reconnected to the ilet, and their bg dropped back into range later that day.

Manufacturer narrative:
No product was returned for evaluation. Attempts to download logs for a review were unsuccessful. It is probable that the engineering logs have not been synced after device was shipped. Cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, it is likely that this hyperglycemic event was caused by the user being disconnected from their ilet for an extended period. However, without device data or additional information on the reported event, performance of the device cannot be evaluated, and the cause of the event cannot be determined.